Event description:
The customer reported that the system displayed communication error messages while scanning. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe ps1 power supply voltage was increased to 5.2 vdc. The system was tested and found to be working as intended and put back into service.